Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. The proximal conductor was found fractured.

Event description:
It was reported the patient received six inappropriate shocks after failed sensing by electrode. The lead was replaced. No patient complications have been reported as a result of this event.